Manufacturer narrative:
This report is being supplemented to provide additional information based on the legal manufacturer's investigation. A review of the device history record found no deviations that could have caused or contributed to the reported issue. It has been over 4 years since the subject device was manufactured. Based on the results of the legal manufacturer's investigation, a definitive root cause of the pitch-black image could not be identified, nor could the phenomenon be confirmed/reproduced.. Olympus will continue to monitor field performance for this device.

Manufacturer narrative:
The device was returned to olympus for evaluation and the customer's allegation was not confirmed. The device evaluation found xenon lamp consumption. The investigation is ongoing. A supplemental report will be submitted upon completion of the investigation.

Event description:
The customer reported to olympus, when the forceps for the evis exera iii xenon light source is inserted, the image appears pitch black. The issue was found during an unspecified procedure. The procedure was completed with no patient harm.